Manufacturer narrative:
Abutment of a dental implant fractured after 10 years in situ. Implant needed to be removed and a new implant was placed. Fracture was caused by mechanical overloading of the abutment.

Event description:
Abutment of a dental implant fractured after 10 years in situ. Implant needed to be removed and a new implant was placed. Fracture was caused by mechanical overloading of the abutment.